Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes the pulse generator continues to have erroneous high battery impedance. The patient continues to be monitored for more accurate longevity.

Event description:
It was reported that battery data as reported in the fastpath and wrap up was 2.76 v, 7 ua, 1.6 kohms. The pulse generator showed a remaining longevity of 1.5 - 2.0 years; a year ago it was reported as 9-10 years.